Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer's blood glucose ranged from 163-386 mg/dl. The customer reverted to manual injections for insulin therapy.